Event description:
A 6 yr old son of an employee here with mother, while standing along side of mother became courious of what was in the container on the med cart, opened the protective cover & put his hand into sharps container & poked his 'r' 1st finger on a used needle.